Event description:
Boston scientific (bsc) crm received information that the patient with this implantable cardioverter defibrillator (ICD) underwent an prolonged ablation procedure. Following the procedure the patient received multiple external shocks. Upon interrogation, this ICD was in safety mode. Brady settings were programmed at 72 beats per minute and one zone was programmed at 165 beats per minute with five maximum shocks. Bsc technical services (ts) was contacted whom advised immediate replacement. The physician stated this ICD will not be replaced due to patient condition. Currently, this ICD remains implanted and in service. No specific adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted. Additional information and clarification was gathered after this event was further reviewed with a boston scientific technical consultant. The patient underwent an prolonged ablation procedure. The patient received multiple shocks. It is unclear if the shocks were delivered by the ICD or via an external defibrillator and whether or not the shocks were appropriate. After the ablation the device was interrogated and was found to be operating in safety mode. Bsc technical services (ts) was contacted and advised device replacement. The physician stated this ICD will not be replaced due to the patient's (poor) condition. Currently, this ICD remains implanted and in service. No additional adverse patient effects reported.